Manufacturer narrative:
Additional information: b5 and h6. B5: upon follow up, it was reported that the previously reported suspected peritonitis was not confirmed. The patient experienced cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, stat, intraperitoneal, discontinued) and ceftazidime injection (1g, stat, intraperitoneal, discontinued) for cloudy effluent. At the time of this report, the patient has recovered from cloudy effluent and peritonitis outcome was not reported. Pd therapy was ongoing. No additional information is available.